Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons do not always respond. The insulin pump had no delivery alarms and scratches on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device received with intermittent button response due to flattened esc and act button dome switch. No button error alarm during testing. No unlocked j2/lcd keypad connector. Device received with minor scratched lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. Device passed rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. (B)(4).